Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1361 showed three other similar product complaint(s) from this lot number.

Event description:
It was related that by nurse's report on the procedure when the PICC groshong 4 fr catheter was being passed, she realized that the catheter was punctured and was unable to insert the total catheter into the subclavian. We advised the doctor who requested the catheter, and made the repair before the hole, not being the central catheter, but as it is only for antibiotic therapy, we left the catheter in this position.